Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in (B)(4), monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
The following medical literature was reviewed: robot-assisted bronchoscopy for pulmonary lesion diagnosis: results from the initial multicenter experience authors: udit chaddha, stephen p. Kovacs, christopher manley, d. Kyle hogarth, gustavo cumbo-nacheli, sivasubramanium v. Bhavani, rohit kumar, manisha shende, john p. Egan iii and septimiu murgu citation: bmc pulmonary medicine (2019) 19:243. Doi: https://doi.org/10.1186/s12890-019-1010-8. Four patients were reported as having pneumothorax and requiring chest tube placement as treatment. No related device issues were reported.